Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pace impedance measurement of 491 ohms resulting in an automatic safety switch from bipolar to unipolar on (B)(6) 2025. Technical services (ts) was consulted, noting the reason for the lead safety switch (lss) at 491 ohms is because the lower limit for impedance on both the atrial and ventricular lead is 500 ohms. Of note, the patient's leads were implanted in 2009 and there is a history of lss activity on the previous device. No adverse patient effects were reported. This product remains in service.